Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a remaining longevity of 7%. A request was made for technical services to review the device data and provide a replacement window. Data analysis confirmed the battery was depleting faster than expected, and device replacement was recommended for within 90 days. It was discussed that the battery data could be re-evaluated at the end of the 90 days if more time was wanted to perform the replacement. No adverse patient effects were reported. The device remains implanted and in service.